Event description:
(Os 16.937). The dentist reported that 20 days after the dental implant was installed in intraoral region #26, it was verified its non osseointegration. 50 ncm of primary stability was achieved and immediate load was not performed.

Manufacturer narrative:
(B)(4).